Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, pain, patient experienced longer postoperative discomfort, history of peri-apical infection, region 37 was extracted 5 months prior to surgery.